Manufacturer narrative:
The device was returned as part of an annual inspection, finding that the light guide lens had humidity and corrosion inside. Additional evaluation findings were as followed: suction-cylinder had no color; scope-cover had a dent; scope-stopper was replaced for preventive maintenance; due to damage on jet tube, water tightness was lost; due to wear of angle wire, the play of up/down knob was out of the standard value; and he image guide protector was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus could not identify the foreign material and could not specify the root cause of the material remaining in the device. Since foreign material was not on an external surface of the device, the material could not be removed by reprocessing. The presumable cause was determined to be that the light guide-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded the light guide-lens which led to corrosion. The root cause of this event was unable to be identified. The suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, colonovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that it was found that the light guide lens had foreign material, which had been attributed to insufficient cleaning. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.